Event description:
Health professional reported "port was leaking." Additional information from the reporter: "I believe it was caused due to the electro-hydraulic lithotripsy that was performed six months ago for break up of kidney stones. The leak was checked manually three different times in the last six months."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 21/may/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."